Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to refractive change overtime and the patient wanted the lens removed due to decreased visual acuity. The lens was not exchanged for another lens. There was no patient injury when lens was explanted.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found the haptic bent. (B)(4)